Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reports a malfunction of the touch screen. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and reported problem related to touch. Only certain areas are sensitive to touch. Calibration does not resolve the fault. Replacement of the touchscreen was recommended. The customer requested an on-site intervention.

Manufacturer narrative:
Per remote service engineer (rse), a replacement touchscreen was shipped to the customer. The touchscreen was replaced to address the reported touchscreen issue.